Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd preset¿ syringe, there was insufficient blood flow as the syringe failed to draw the desired volume of blood. There was no adverse impact to patients or users reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2024 investigation summary material #: 364415 lot/batch #: 3304355 and 4128356 bd received 6 samples (3 from lot# 3304355 and 3 from lot# 4128356) as well as a video for investigation. The video was reviewed and the indicated failure mode for insufficient blood flow was observed. The customer samples were evaluated by visual examination and functional draw testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, 10 retention samples of lot# 3304355 from bd inventory were evaluated by visual examination and functional draw testing and the issue of insufficient blood flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd preset¿ syringe, there was insufficient blood flow as the syringe failed to draw the desired volume of blood. There was no adverse impact to patients or users reported.

Event description:
It was reported while using a bd preset¿ syringe, there was insufficient blood flow as the syringe failed to draw the desired volume of blood. There was no adverse impact to patients or users reported.

Manufacturer narrative:
Investigation summary: bd received one video for investigation. The video was reviewed and the indicated failure mode for insufficient blood flow was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of insufficient blood flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.